Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer reported that the screen went blank, and changing the battery did not help. Customer reported that the device was not dropped, bumped, or exposed to moisture. Customer also stated the battery cap had not malfunctioned. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Unit was received with scratched case and minor scratched lcd window.